Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited loss of capture and sensing. X-ray revealed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2015. No patient symptoms were reported; the patient would be monitored.

Manufacturer narrative:
(B)(4).